Manufacturer narrative:
The field service engineer checked the analyzer and performed an instrument check. Calibration, qc, and alarm data did not indicate a root cause. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable elecsys total psa immunoassay result for one patient sample from the cobas 8000 e 602 module. The initial result was 4.04 ng/ml and the repeat result was <0.003 ng/ml. The questionable result was reported outside of the laboratory. The result of <0.003 ng/ml was believed to be correct based on the patient background. The reagent lot number and expiration date were requested but were not provided.